Event description:
It was reported that the superior wrist rest dropped during a cataract surgery. Allegedly, there was a posterior capsule tear in the eye of the patient. Reportedly, the surgeon repaired the posterior capsule tear and there is no expectation of long-term damage to the patient's eye.